Manufacturer narrative:
Evaluation of the actual device involved revealed no conditions that could have contributed to the customer's complaint. The instrument functioned properly during testing and the customer's complaint was not confirmed. Review of device history revealed nothing relevant to this event.

Event description:
It was reported that during a rotator cuff repair, the device could not pass the suture due to the needle sticking in the device. The surgery was delayed more than 30 minutes but no adverse consequences were reported from this event. Further patient information was requested without success. This device is used for treatment.